Manufacturer narrative:
Testing was performed by alere scarborough on retained kit lot 170509. The retention lot testing yielded expected results when testing internal whole blood qc samples. The manufacturing batch records for lot 170509 were reviewed and did not reveal any failures of acceptance criteria. This lot met the required release specifications. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reported for false positive or unconfirmed false positive results related to lot number 170509 showed that the complaint rate is 0.007%. The evidence available suggests that the device lot is performing within labeled claims.

Event description:
The customer reported a false positive ab result with the alere determine (B)(6) 1/2 ag/ab combo using a plasma sample from a (B)(6) year old female in active labor. The sample was tested twice with devices from the same lot (170509) with the same (B)(6) results. The patient was found to be (B)(6) negative by labcorp (B)(6) rna pcr (<20 copies/ml).